Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per repair tech - the probe has markings on the cable and showing rainy like image.

Event description:
Per repair tech - the probe has markings on the cable and showing rainy like image.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned with no alleged deficiency. During evaluation, the service facility found the ultrasound image to be rainy. The root cause of the reported issue was confirmed. The root cause of the failure could not be determined. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.